Event description:
It was reported that the customer was hospitalized for a low blood glucose level of 22 mg/dl. Customer stated that she connected her sensor and calibrated it. Customer ate some canned soup and took a nap. Customer's husband found her unconscious at 7:00pm on saturday. Customer was hospitalized on (B)(6) 2104 at 7:00pm. Customer was admitted as an inpatient for medical treatment. Customer's blood glucose level was 22 mg/dl at the time of hospitalization. Customer stated that she had recently gone on antibiotics, which have a side effect of hypoglycemia. Customer stated that the doctor said that it was the antibiotics' fault that her blood glucose level went down. Customer does not have a pump, only a guardian, so troubleshooting was not able to be completed. Customer is using manual injections and the guardian to only monitor her blood glucose levels. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.